Event description:
Account obtained four different calcium results for a patient sample. The results were 9.9, 2.0, 13.6 and 10.0 mg/dl. The field service rep repaired the instrument by installing new rs valve.